Manufacturer narrative:
Additional information: h3, h6, h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye noted a green cap dislodge from the patient connector inside an over pouch. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2022. Initial reporter address; (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green patient line cap of an amia automated pd set with cassette had fallen off inside of the overwrap prior to opening it. This was observed by the patient when they were recently preparing for at home peritoneal dialysis therapy. As a result, the patient did not use the cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available.